Event description:
An integrity rx bare metal stent was implanted approximately 5 weeks post the labeled expiry date. No clinical sequelae reported

Manufacturer narrative:
Evaluation results: failure to follow instructions -device used beyond ubd. Shelf life exceeded - device used beyond ubd. (B)(4).